Event description:
The user facility reported that during a therapeutic laparoscopic cholecystectomy, the patient was reported to have received a burn mark on the surface of her liver. The burn mark was reported to be approximately 2 centimeters in diameter. The patient had not received any further medical or surgical intervention, and was not prescribed any medications. The patient was reported to be in "fine" condition, and was released from the hospital. There were no follow-up visits required by the patient to the hospital. The procedure was completed with the same device. There have been no other significant additional information provided to date.

Manufacturer narrative:
The electrosurgical unit reference in this report was not returned to olympus for investigation. The biomedical engineer at the user facility has declined to have the unit evaluated, and stated it is functioning appropriately. If the device is received at a later date, this report will be supplemented. The cause of the user's experience could not conclusively be determined at this time; however, the user facility clearly acknowledged that user error could not be ruled out as a potential contributing factor to the observed phenomenon. This report is being submitted as a medical device report in an abundance of caution.